Manufacturer narrative:
Hospital-acquired pneumonia is a known complication during hospital stay after surgery or procedures such as pci. Hypothermia induced by any method or device may decrease host immunity, which may lead to or contribute to an increased propensity for infection. The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) year old male patient was enrolled into the cool-ami EU case series trial on (B)(6) 2015. Patient has a history of hypertension, coronary artery disease (cad), myocardial infarction (mi) (with the most recent event on (B)(6) 2015), diabetes and renal dysfunction (creatinine >3.0 mg/dl). Patient has no history of surgical procedures. Patient is not a tobacco user and does not consume alcohol. Patient had an st-elevated myocardial infarction (stemi) at 12:00 and arrived at the cath lab in the hospital at 14:18 on (B)(6) /2015. Diagnostic catheterization was performed at 15:00 until 16:05 and a pci was performed at 15:53 until 16:05. An angiogram was performed prior to pci as per protocol and found a left anterior descending (lad) and/or diagonal lesion. The thermogard console was turned on at 15:05. Anti-shivering medication was administered at baseline prior to cooling. An IV bolus of 4 degrees celsius normal saline was initiated per protocol at 15:26. A pressure bag was used during saline infusion. A heating blanket was also used. A temperature probe was inserted into the esophagus at 15:31. A zoll quattro catheter was successfully inserted into the patient's right femoral vein on the first attempt at 15:45. Cooling with the ivtm system was initiated at 15:47. The thermogard console was set to a target temperature of 32.0 degrees celsius. Patient achieved target temperature of 32 +/- 1 degrees celsius at 18:17. Normothermia was achieved at 21:34. The zoll catheter was removed and the thermogard console was turned off at 03:00 on (B)(6) 2015. There were no abnormalities at the access site. On (B)(6) 2015, a day after catheter removal, the patient had pain in the chest and was diagnosed with pneumonia. Patient's c-reactive protein (crp) level increased from 5.3 mg/l on (B)(6) 2015 to 294.3 mg/l on (B)(6) 2015. The study site considered the event to be serious because it prolonged the existing hospitalization. Per the study site, the reported pneumonia was considered an anticipated complication for hospitalization, pci procedure, and/or hypothermia therapy procedure. Per the study site, the event was not related to a deficiency of the study device. Patient was treated with ceftriaxone and the event resolved without sequelae on (B)(6) 2015.